Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms and motor error alarms. Customer's blood glucose was 240 mg/dl, and states that sometimes blood glucose drops low which was 30 mg/dl in the past. Customer was able to resolve no delivery with a complete set change. During troubleshooting for motor error alarm, customer reported that insulin pump had to be hit for backlight to come on. Insulin pump was able to rewind. Customer reported that no delivery continued and was not able to clear. Customer was advised that insulin pump would need to be replaced.